Event description:
The customer reported that they did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence on two occasions. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue independently by changing the infusion set and cartridge, and successfully resumed insulin delivery.